Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a routine pulse generator change out procedure. The device was programmed to voo 80 ppm in preparation for the procedure. When applying cautery to open the pocket, the device exhibited loss of ventricular output and the patient's rhythm dropped from 80 beats per minute down to 40 beats per minute. The patient was not symptomatic as a result of the pacing change. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of loss of pacing output during the explant procedure was confirmed in the laboratory. The device was received in backup operation that occurred post-explant likely due to low battery voltage at cold temperatures outside of the body. Based on all available parameter and usage information, device longevity was found to be within expected limits. The device was tested on the bench and device output was found to be normal. An electrocautery mark was found on the can which is known to inhibit pulse generator operation.